Event description:
The following was reported to hamilton medical ag (translated from german): alarming tf 431001 , 246005 , 232035 , 232008 , 444005 continous. Into service software for calibration but still problem. No patient harm or consequences.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
The device was not returned for investigation. However, the technician replaced the control board and the device passed all tests and is functioning again. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag (translated from german): alarming tf 431001 , 246005 , 232035 , 232008 , 444005 continous. Into service software for calibration but still problem. No patient harm or consequences.